Event description:
It was representative reported home monitoring alert for daily shock impedance > 150 ohms. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.